Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1gram, every 6th day, intraperitoneal) and ceftazidime (1gram, once a day, intraperitoneal) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced an event of cloudy pd effluent only and did not experienced peritonitis, as it was previously suspected. It was reported that antibiotic treatment was discontinued. At the time of this report, the patient recovered from cloudy pd effluent. H11: this report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.